Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) the device displayed a "poor pad contact" message and failed to discharge using external defibrillator paddles. Complainant indicated that after two unsuccessful defibrillation attempts, the clinician obtained another device and a different set of external defibrillator paddles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.